Manufacturer narrative:
Date sent to the FDA: 10/07/2020. Additional h-3 summary: one unopened sample of product code w9962, lot qdcdppb0 was received for analysis. The representative sample was examined for visual defects. The packets were opened and during the visual inspection the needles/sutures were correctly placed on the winding former. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. The event described could not be confirmed as the device performed without any difficulties noted. The instructions for use do contain the following caution: consideration should be taken in the use of absorbable suture in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. The use of vicryl rapide may be inappropriate in elderly, malnourished or debilitated patients, or in patients suffering form conditions which may delay wound healing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Other related patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (poor wound healing)? Are there any patient factors involved? Was the wound healed after re-suturing? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a lateral episiotomy on (B)(6) 2020 and the suture was used for muscularis perineum. 3 days after the surgery, the patient felt uncomfortable and came back to hospital. The suture was found extruded and caused poor wound healing. Then the suture was removed from the patient and the wound was re-sutured. The patient is stable now. Additional information has been requested.